Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie had failed. A field service engineer (fse) found a pen between drawer and chassis. The fse removed the pen, cleaned the contacts and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, tried to recover but it made clicking noise and failed. However, there were no adverse events or injuries reported based on this event.